Event description:
During an endoscopic hemostasis procedure, the physician used two (2) cook hemospray endoscopic hemostats. It was reported that the product was supposed to be sprayed but nothing came out, the hose was filled. A kink was discovered on the hose that has made it impossible to administer the product. A new one of the same device was brought up which was also kinked but then they were straightening out the kink and then it was possible to get product out to still blood. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return. Only one catheter was provided. The catheter was returned attached to the device nozzle, pressed between the handle and tray the catheter was noted to be kinked just distal to the red catheter hub. It is unknown when this kink occurred. Shallow indents were noted in the tubing 57.0cm and 73.9cm distal to the red catheter hub. The catheter had a darkened powder buildup within the tubing along with a reddish-brown discoloration at the distal end of the catheter. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was noted within the device nozzle and within the red catheter hub. When tested as returned the device sprayed as intended. When the catheter was attached and spraying was attempted powder exited the nozzle before stopping at the dark buildup of powder within the catheter confirming occlusion. The co2 cartridge audibly discharged during deactivation and the cartridge was observed to be fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The lance was noted to be able to be moved side to side within the regulator, this is likely due to the pressure of co2 release during deactivation. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The returned catheter was found to be occluded. A definitive cause for the observed catheter occlusion could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.